Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number 62608. The reported events of red, bloodshot, loss of vision, fibrosis, high intraocular pressure, tearing, and fluid filled cyst are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan permission to contact the physician. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported their left eye was red and bloodshot and they could not see at night due to too much glare. Needling procedure was performed due to increase in intraocular pressure. Patent was put on topical steroid eye drops for 3 months and the physician said the increase in pressure may be due to the eye drops so they stopped the steroid. Patient also reported their eye tears a lot in the morning. The device remains implanted at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Patient reported the additional event of "physician did something else last week with scissors because fluid was collecting in the front of the left eye" but the patient did not know what it was. Vision remains terrible with eye still in pain. More needling procedure was performed. The device remains implanted.